Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate 3 system controller had a system controller fault during the implant procedure. A controller exchange was performed after which the alarm cleared.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report and is not applicable for this device manufacturer's investigation conclusion the reported event of a controller fault alarm was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)) and via analysis of the downloaded log file. The log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6)) contained relevant events on (B)(6) 2022 from 10:57:38 to 17:07:49 per the timestamp. The events on (B)(6) 2022 were captured during the patient¿s implantation. A controller fault alarm associated with an lcd communication fault activated shortly after the controller was turned on; this alarm did not resolve throughout the remainder of the log file. After the system was set on (B)(6)2022 at 16:22:05, the pump was able to operate above the low speed limit while the driveline was connected despite the controller fault alarm being active. The returned controller was connected to a test system monitor/power module and a controller fault alarm activated shortly after the controller was turned on. The controller was connected to a test pump and the controller¿s ability to support the pump at the set speed was not affected by the observed alarm. During testing, a loss of communication occurred between the controller and the system monitor. It was observed that the communication would be reestablished to the test system monitor without any interaction. This unexpected behavior would repeat. It was also observed that the system monitor was displaying 0.0.0 on the lcd software and the lcd bitmap version fields. The communication issue and controller fault alarm were resolved when the main printed circuit board (pcb) was exchanged; the appropriate lcd software and lcd bitmap version software were shown on the system monitor after exchanging the main pcb. Electrical testing of the components on the returned main pcb revealed that the microcontroller was damaged. It was determined that damage on the microcontroller circuitry would result on the communication issues and the controller fault alarm observed during testing. Component u10 was replaced using a rework soldering station and the communication issue on the controller was resolved. The root cause of the reported event was determined to be damage on the microcontroller of the main circuitry; however, the root cause of the damage on the component could not be determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the product, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6)2022. No further information was provided. The manufacturer is closing the file on this event.